Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We did a tka case in klinik permanence bern, and when doctor put trials in he noticed that the femur was cut 4mm more than planned on the distal part. So we had to modify the plan: downsize femur and anteriorize it before recutting.

Manufacturer narrative:
Reported event: an event regarding a deep distal cut during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 108 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (B)(4). Conclusion: the log file shows multiple distal cuts and implant planning sessions done after bone resection was started during surgery, leading to delay in completing surgery. It was not possible to confirm the deep distal cut indicated in the event description from the information available. No hardware or software issues occurred in the rio system during surgery.

Event description:
We did a tka case in klinik permanence bern, and when doctor put trials in he noticed that the femur was cut 4mm more than planned on the distal part. So we had to modify the plan: downsize femur and anteriorize it before recutting.